Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported by a family member that the patient had a cardiac arrest and expired while in (B)(6). The facility that explanted the system told the family member that the leads were damaged. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.